Event description:
The hcp reported that the pt expired. The baclofen pump was implanted in 2004. The pt immediately after surgery began to experience hallucinations and "temperature regulation was off". The pt had experienced hallucinations in the past often related to pain medications or infections. After 3 days and later after 4 days blood was drawn - "everthing was fine". The next day, the pt suffered a seizure, aspirated and stopped breathing. CPR was performed; heartbeat resumed. Upon admission to the hosp, sodium level was noted to be 113; it was determined that the pt "had gone into syndrome of inappropriate antidiuretic hormone secretion". The pt suffered massive brain damage and two weeks later, the ventilator was disconnected and the pt expired.

Event description:
The coroner's report indicates that the "cause of death is best classified as undetermined".